Manufacturer narrative:
(B)(4). Concomitant products: headed screw 48 mm length single use only item#00579104100, patella reamer blade with pilot hole 32 mm diameter single use only item#00597909532 lot#63320455, navitracker kt a knee & spine lot#51622 item#20800000007, cas fixation pin 3.2d x 150mm sterile lot#63317359 item#208000000010, cas fixation pin 3.2d x 80mm sterile lot#63339272 item#208000000011, headed screw 27 mm length single use only lot#63308451 item#00579104300, headed screw 27 mm length single use only lot#63243182 item#00579104300, headless screw 48 mm length single use only lot#63206483 item#00579104200, headed screw 48 mm length single use only lot#63178042 item#00579104100, articular surface use with plate 7,8,9,10 size blue/c-h 14 mm height lot#62795093 item#00595205014, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using lot#63283968 item#00598005702, stem extension. Straight 15mm dia x 30mm length(combined length 75mm) lot#63296811 item#00598801215. The reported event was unable to be confirmed. No product was returned; however, pictures of the explanted devices were provided. Only the inferior side of the femoral component is shown partially covered in bone cement and blood. Scratches and gouges can be seen on the edge of the polished area. Only the inferior side of the tibial component is shown with blood and bone cement partially covering the device. One side of stem extension is shown with the threaded area partially covered in bone cement and marks. One picture of the superior side articular surface was also shown. Discoloration and a few marks can be seen. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was determined to be related to patient condition as the patient has a metal allergy. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801215, nexgen straight stem extension, lot 63296811; 00598005702, nexgen stemmed tibial component, lot 63283968; 00595205014, nexgen articular surface, lot 62795093; 00579104100, headed screw 48 mm length, lot 63178042; 00579104100, headed screw 48 mm length, lot 63339272; 00579104200, headed screw 27 mm length, lot 63206483; 00579104300, headed screw 27 mm length, lot 63243182; 00579104300, headed screw 27 mm length, lot 63308451; 00597909532, nexgen patella reamer blade, lot 63320455; 20800000011, cas fixation pin 3.2d x 150mm sterile, lot 63339272; 20800000010, cas fixation pin 3.2d x 150mm sterile, lot 63317359; 20800000007, navitracker kt a knee & spine, lot 51622. (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient was revised due to a metal allergy.